Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had migrated following a lead replacement procedure (MFR number 3006630150-2019-07953). The patient underwent a lead replacement procedure and was doing well postoperatively.